Event description:
It was reported that there was a clear cut of the arterial catheter line at the flush site level. No injuries reported.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) vamp adult system. Tubing was completely detached from bond joint with reservoir. Both bonding surfaces from reservoir and tubing were examined. Indication of adhesive was present on small areas of both bonding surfaces. Tubing o.d. Was measured .141" near the point of detachment. Spec. Is .141"+/-.002" per drawing (B) (4). (B) (4)